Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and the issue could not be confirmed. No fault or defect could be found. A loan unit was provided to the customer. The affected device was returned back to the manufacturer site for investigation and residues of dried fluids and corrosion could be found within the clamp. However, no failure could be reproduced during the functional tests. The device worked according to the specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an error message "arterial clamp defective" during a procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
Further testing confirmed the reported issue and several part were replaced in order to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause is ingress of fluid into the clamp housing. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) can contribute to the reported failure .